Event description:
Customer reports on (B)(6) 2015, they performed an antibody screen using 3% surgiscreen lot 3ss024 exp 06/02/2015 and a false negative result was reported. Testing involved an elution the customer prepared from a cap survey sample, which contained an anti-little s. The elution kit lot number used was not provided. This event resulted from customer's initial testing with a different surgiscreen lot (see 2250051-2015-00030). Customer repeated testing on (B)(6) 2015 prior to reporting the results to cap to ensure results were accurate. Repeat testing gave the same negative results with all screening cells. After the proficiency answers were provided, the customer learned the sample should have demonstrated anti-little s reactivity in the elution. Repeat testing was performed again using the remainder of the elution sample from (B)(6) 2015 and the screening was again negative. Subsequent testing using four of immucor's panel cells (lot number not provided) gave 2+ reactions with homozygous (s-s+) cells and weak positive reactions with the heterozygous (s+s+) cells. Customer performed root cause analysis and determined the ortho cells used in testing were all heterozygous with less expression of the little s antigen and is most likely the cause of their failed proficiency for the sample in question. No additional sample is available for further investigation. Cts reviewed the antigram for 3ss024 and it showed the following: cell 1 s+s+ donor (B)(6), cell 2 s+s+ donor (B)(6), cell 3 s+s- donor (B)(6). Issue started on: (B)(6) 2015. Reaction grade obtained: negative. Customer was expecting: positive. Visual appearance before use: all components used were stored as per IFU and passed visual inspection. Cells were washed 3x by a cell washer with blood bank saline. No additional information was provided regarding testing. Repeat testing by different individual. Cts discussed variations of antigen expression and importance of ph of saline. No additional sample is available for further testing. Customer expressed concern the red cells of ortho's surgiscreen cells have phenotypes that do not always include homozygous expression of the little s antigen. Cts documented customer's preference for homozygosity for the little s antigen.

Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, and donor history. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).